Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. Prior to the peritonitis, the patient experienced and was hospitalized for a small stroke and cva. Treatment information was not reported. The patient was later discharged from the hospital and recovering from the stroke and cva. The patient was not hospitalized for the peritonitis and treatment for the event was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted. A review of all batch record documents was performed for potentially associated lot h12l07106 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There was an exception noted for the batch but does not indicate any issues related to the reported condition. A review of all batch record documents was performed for potentially associated lot h12l15034 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4).